Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a total gastrectomy procedure, the device presented staple failure. It did not perform the stapling (staples were open). It was necessary to use another stapler. There was no patient consequence.